Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and ventricular shock therapy to convert arrhythmia. The stored episodes noted the rhythm was detected in the ventricular tachycardia (vt-1) zone at a rate of 178-200 beats per minute (bpm). Therapy was noted to potentially be inappropriate for atrial tachycardia with rapid ventricular response (rvr). Further review was recommended. Lead measurements are stable and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported.